Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the perforator was discarded by the customer. This dm0010faa easydrill cranial perforator with unknown lot number was manufactured by micromar. The motor was returned, evaluation determined that the hose was damaged. The likely cause of failure is inadequate preventative maintenance. It was also noted that the depth of tool bur insertion was out of spec. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The motor has been in use for approximately 78 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a tumor resection craniotomy, the clutch of the perforator did not work while cutting in reverse direction. It was also added that an mr7 motor was used together with the perforator. On follow up, it was confirmed that the dura was damaged but there was no additional or non-routine procedure taken and the surgery was completed with a back up unit. No further information can be provided for the status of the patient post surgery.